Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving a notification. Upon device interrogation, eri was noted. Premature battery depletion was suspected. The device was explanted and replaced without complications. A sheet of calcium was found over the header of the device. The patient presented stable after the procedure.

Manufacturer narrative:
The reported field event of premature elective replacement was not confirmed in the laboratory. Final analysis found the pacemaker had been operating at high output mode and could have contributed to the event of the elective replacement alert. The device was tested on the bench; mechanical and electrical tests found no anomalies.